Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02aug2019. International UDI: (B)(4). The service engineer replaced the central processing unit (cpu). The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator alarmed and an error code back up test failed was generated. There was no patient involvement.